Manufacturer narrative:
Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Complaint history review determined no further action is necessary as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Complaint history review determined no further action is necessary as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed through review of medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record was reviewed and no discrepancies were found. Complaint history review determined no further action is necessary as no trends were identified. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.